Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high threshold values. Upon review of the latitude data, technical services (ts) confirmed that there was lead damage and it was not related to appropriate anti-tachycardia pacing (atp) and shocks. It was suspected that this lead could have been dislodged. X-ray imaging was performed. Ts stated that the atrial auto threshold showed high thresholds at 4v, with at the same time a decrease in the intrinsic amplitude. Rythmiq episode also showed loc. This ra lead currently remains in service. No adverse patient effects were reported.